Event description:
It was reported that prior to use, the balloons on three model 120404fp catheters were noted to have holes. There was no patient involvement. The catheters came from different lots. This reported is for one of the catheters from lot 63611709.

Manufacturer narrative:
Our product evaluation lab received one model 120404f catheter. The balloon latex on sample 1 appeared deteriorated, with multiple cracks and tears evident. Leakage was observed through the tears on the balloon. Both balloon windings were intact. The balloon latex was released from the proximal windings to check the balloon edges at the tears, which did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of a balloon issue was confirmed on evaluation of sample 1. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A pra was generated earlier to cover the balloons with fragmentations for embolectomy products. A CAPA was initiated to address the balloon latex deterioration failure for embolectomy catheters and is currently in the implementation phase.